Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead distal portion was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 7.5 cm to 8.1 cm from the distal tip. The abrasion was consistent with friction to the device can or features of the heart.